Manufacturer narrative:
Citation: rokos j et al. Bipolar disorder, ischemic stroke, mitral valve vegetation and recurrent venous thrombosis due to antiphospholipid syndrome despite rivaroxaban. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature of a (B)(6) year-old female patient who was hospitalized because of an acute ischemic stroke in the territory of the right middle cerebral artery. Echocardiography found a large vegetation (blood cultures negative) and severe mitral insufficiency. Three weeks after the stroke the patient underwent a cardiac procedure including mitral valve replacement with a medtronic 29-mm mosaic tissue valve (serial number not provided) and tricuspid valve repair with a medtronic 32-mm contour 3d annuloplasty ring (serial number not provided). The postoperative course was complicated by bradycardia and an atrioventricularblock; subsequently the patient received a permanent pacemaker. Anticoagulant therapy was adjusted and the patient was discharged home without any neurological deficit. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.